Manufacturer narrative:
Method: manufacturer reviewed by x-rays of implanted device. Results: x-rays reviewed by the manufacturer, lead pins not fully past the connector block of the generator.

Event description:
Our country manager in (B)(4) was contacted by a vns implanting surgeon as their patient had high impedance. System diagnostic testing showed: output status limit, lead impedance high converter code 7, near end of service no. X-rays were reviewed by the site and no lead break was seen. No patient or product information has been obtained after good faith attempts were made. No surgery is planned at this time. The manufacturer reviewed the x-rays and it appeared that both lead pins on the patient's generator were not fully inserted in the header; therefore, the likely cause of the patient's high lead impedance.